Event description:
It was reported that this programmer's touchscreen is not working properly, it needs calibration. Boston scientific technical services (ts) advice a programmer replacement since calibration can only be done in house at boston scientific company. No adverse patient effects reported. This programmer was being returned.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs, after some stressing of the touchscreen. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. Detailed analysis determined the error codes seen in the field were the result of a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error.